Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine is not taking live images. Upon further investigation, the fse found there was an issue with an energy storage unit (esu) battery pack and energy storage changer. Troubleshooting actions showed a bad esu low voltage caused the battery issue. Fse replaced the esu battery pack and energy storage charger. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device could not take live images. The device was in clinical use. Philips has started an investigation of the complaint.